Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a navigation ring enter button that did not respond. There was no patient involvement when the issue occurred. No patient or user harm reported. While performing periodic maintenance, the se reported that the enter button on the navigation ring did not respond. The se reported that the switch pcba (printed circuit board assembly) was replaced to improve issue. The device was checked, cleaned, and tested; the device was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.